Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that interrogation of the device was not possible due to loss of telemetry, but there was a magnet response of 85 bpm. The device's status is unknown.